Event description:
Sling tore at both ends during transfers using hoyers. Unable to determine if this contributed to the incident. Sling tore at both ends, pt fell off into bed. Unable to determine if it was user error or product malfunction.